Event description:
It was reported following a percutaneous procedure and a pre-deployment angiogram, a 6f angio-seal vip was deployed. Bleeding occurred in the procedure room and manual compression was applied; however, the pt was brought to the operating room. The artery was sutured and the angio-seal was removed from the common femoral artery and the surgeon reported that the anchor had been attached to a plaque from the posterior wall of the common femoral artery. The pt was taking prescribed anti-coagulant medication and received 7500 units of heparin during the procedure. This plaque was located approximately 1 cm below the puncture site. The physician was in angio-seal training process with a sjm representative present when this event occurred. The pt's hospitalization was extended but has since been discharged in stable condition.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device IFU cautions the use of the angio-seal device in pts with clinically significant peripheral vascular disease.